Event description:
It was reported that the patient had oozing in the lower back, swelling and discomfort or pain. Subsequently, it was discovered that the patients lead was exposed. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned. The physician ordered antibiotics to continue care.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5003422, UDI:(B)(4).

Event description:
It was reported that the patient had oozing in the lower back, swelling and discomfort or pain. Subsequently, it was discovered that the patients lead was exposed. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned. The physician ordered antibiotics to continue care. Additional information was received that patient's symptoms were not procedure related, however, the cause was unknown. It was noted that the patient had a fall where they sustained a fractured femur and spent some time in the hospital. Infection was suspected to have originated from that incident. Magnetic resonance imaging (MRI) did not show any issues with spinal cord stimulator (scs). The patient was doing well upon follow-up.